Event description:
Device issue: none. Adverse event (ae): in-stent thrombosis. Onset of ae: two days after stent implantation. It was reported that two days post, a right posterolateral stenting procedure with implantation of a xience v stent, the pt reported chest pain and was found to have in-stent thrombosis. The thrombosis was aspirated. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. A follow-up report will be submitted with all additional relevant info.